Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that when puncturing the patient's right arm in the basilic vein, the healthcare provider was unable to cannulate the vein. When removing the device, the healthcare provider removed it without any difficulty, but when removing the guide and the needle, the healthcare provider saw that it is not anchored to the protection system that normally secures it, leaving this protection anchored to the catheter and not to the device consisting of the needle and endovascular guide. Upon reviewing the ultrasound, the patient is not at risk, the endovascular guide is intact, but there is a risk of puncture from the inserter since the protection set where the needle is anchored has been disassembled.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported this occurred with four devices. This report addresses all four devices.